Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was fired into a chicken breast and a sample was acquired with no issues. The device was primed again and the top slide was able to lock into place. When the bottom slide was primed it was noted that the top slide appeared to have partially released. An x-ray of the device was performed while the device was in the fully primed position. It was found that, although the device appeared to be fully primed, the cannula tangs were not engaged. It is likely that the cannula tangs not engaging contributed to the reported event. However, the definitive root cause is unknown. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for self activation, as the device self-activated during functional testing. Per the evaluation results, it was found that the cannula tangs would partially release after the device was fully primed. It is likely that this contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, as the health care provider was removing the tissue sample from the sample notch, the device fired suddenly and punctured the hcp's finger. Reportedly, the hcp treated the puncture with a bandage and used another device to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Conclusion: the investigation is inconclusive for self-activation, as the device was unable to test due to improper tang engagement; therefore, the investigation is confirmed for failure to prime. Per the evaluation results, it was found that the cannula tangs did not engage properly after the device was fully primed. This likely resulted in the reported event. However, the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.